Event description:
The report stated that a water leak occurred in the connection between knob of the needle and tubing. This occurred after 2 minutes of radio frequency ablation. The ablation was stopped and a new electrode was used to finish the procedure.

Manufacturer narrative:
Date of initial report: 08/07/2007. The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.